Event description:
A twist drill broke off in the pt's hand while doctor was drilling. The doctor was unable to remove the twist drill and after ordering x-rays, the dr deemed the drill was of no harm and left it in the pt's hand.